Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced iliopsoas bursitis for one month approximately three months post implantation. No intervention was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: 2-year findings: eq5d: pt notes no problem with mobility or self-care. Some problems with usual activities with moderate pain/discomfort. Health state: 65/100. Hhs: mild pain, pt does not have gait abnormality noted radiograph: angle of inclination 46 degrees. Ucla: regularly participates in active events such as bicycling. Adverse event: l inguinal mass- sono checked: iliopsoas bursitis with duration of 1 month. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.